Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received in a deployed state. The stent delivery wire (sdw) was returned outside of the introducer sheath. The introducer sheath distal tip showed signs of crush damage. Deformation was noted to the proximal (closed cell) end of the stent. The stent was broken/fractured at the proximal end. All 3 marker bands were present at both ends of the stent. The sdw was kinked/bent approximately 4cm from the distal end. Functional testing was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of the stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during retraction/re-sheathing could not be replicated. However, the analysis results are consistent with the reported event. The returned device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. It was reported the physician aligned the stent introducing sheath with the hub of the microcatheter and slowly delivered the stent into the microcatheter. Once the stent was completely inside the hub of the microcatheter, the physician continued to advance it to the middle of the microcatheter, but further advancement became impossible. Even with forceful pushing, the stent could not pass through the microcatheter, so the physician withdrew the stent from the microcatheter. Due to the design of the stent, which prevented it from being retracted into the introducing sheath, the stent was deployed then. Subsequently, the physician replaced it with a new stent and completed the surgery. Additional information did not indicate any issues noted during unpacking or set up of the device, the device was prepared as per dfu instructions and continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was described as 'not tortuous'. The stent delivery wire (sdw) was returned outside of the introducer sheath. The introducer sheath distal tip showed signs of crush damage. Deformation was noted to the proximal (closed cell) end of the stent. The stent was broken/fractured at the proximal end. The sdw was kinked/bent. Based on available information and analysis of the returned device it is probable there may have been resistance felt when transferring the stent system though the damaged introducer sheath. The event may have occurred due to some procedural factors during the procedure. The reported event of the stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during retraction/re-sheathing as well as the as analyzed damage of the stent introducer sheath distal tip damaged, stent deformed, stent broken/fracture during use, sdw kinked/bent and stent deployed prematurely during retraction/re-sheathing will be assigned procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The device was returned for analysis and the investigation of the device revealed that the stent (subject device) was broken/fractured during the procedure. No clinical consequences were reported to the patient due to this event.